Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had to be charged more frequently. The patient had a reprogramming and the ipg was interrogated. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned.